Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were not provided, the lot history records of all potential lots shipped to the facility were reviewed. There were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari's chief medical officer, who concluded that the patient's death was the result of inadvertent distal embolism. Distal embolization of blood clots and cardiovascular collapse are listed in the device labeling as a possible adverse events/complications. Manufacturer reference #: (B)(4).

Event description:
The patient was an 82-year-old male with a history of deep vein thrombosis (dvt). The patient had an inferior vena cava (ivc) filter placed a few weeks prior. The patient had been experiencing right lower extremity pain and swelling and thrombus was found extending from the ivc filter down to the right peroneal vein. Clot was also present in the left common iliac vein (lciv). A venography confirmed the presence of thrombus below the knee in the tibio-peroneal vein up to and including the ivc filter. The patient was scheduled for thrombectomy with the inari clottriever thrombectomy system. The protrieve sheath was placed in the right intrajugular and secured with an anchor at the skin. A heparin bolus was administered. The ivc filter was then removed. Access and wire positioning were obtained without issue. The clottriever xl catheter (ctxl) was advanced, and a pass was performed in the distal ivc. This removed significant clot burden. A second pass was performed more distally which removed some additional clot. An aspiration was also performed using the protrieve sheath. As the ctxl was being prepared for another pass the patient became unresponsive and had pinpoint pupils. Upon viewing the imaging, it was noticed that the protrieve had moved back slightly and was sitting right at the cavo-atrial junction. At this point, the patient was bradycardic and hypotensive with oxygenation in the low-mid 90% range. Sedation was reversed, however, the patient remained unresponsive. An angiogram was performed of the right pulmonary artery which revealed significant thrombus in the truncus arteriosus and lower lobe branches. The patient continued to decompensate and a code was initiated and vasopressors were administered. The physician elected to perform a pulmonary embolism thrombectomy using the inari triever20. Multiple aspirations were performed, but minimal clot was removed from the left side. The physician then moved to the right side and performed several aspirations which were successful in removing significant clot. An angiogram revealed improvement in vessel patency, however, there was a lack of right ventricle contractility. Cardiopulmonary resuscitation was administered and advanced cardiovascular life support continued. Unfortunately, no palpable pulse or rhythm was regained and the patient's family decided to discontinue resuscitation efforts and the patient died.